Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south wall panel was replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported the south side wall panel is cracked. No patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south wall panel was replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported the south side wall panel is cracked. No patient involvement.